Event description:
It was reported the patient¿s implantable neurostimulator (ins) experienced its confirmed third overdischarge. It was further reported the ins had reached end of service (eos) at that time. It was stated the patient had not recharged the ins enough. It was noted the ins was successfully reset by a physician mode recharge (pmr) at the time of report. It was additionally noted that replacement of the ins would be required as a result of the event. It was stated the ins remained implanted and out of service at the time of report. It was reported the patient experienced ¿no¿ symptoms or complications and was alive with no injury at the time of report. Analysis of the ins data records confirmed the overdischarge was the patient¿s third. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).